Event description:
It was reported that a user experienced hypoglycemia with a low of 34 mg/dl after two meal announcements surrounding a high-carbohydrate intake, with a preceding glucose spike and a subsequent drop while using the ilet and treating the event with oral glucose. The user experienced a high of 287 mg/dl. Symptoms included confusion, dizziness, lethargy, and impaired recollection consistent with hypoglycemia. Outcomes included urgent low and low glucose that resolved after fast-acting carbohydrate intake. Investigation included review of user-reported history and device data trend evaluation. Investigation of this case revealed that the pattern was consistent with use of meal announcements as a corrective action and potential overestimation of carbohydrate intake leading to subsequent hypoglycemia. It was concluded that user-related use of meals for correction and high carbohydrate consumption contributed to the event, with device function not implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.